Event description:
Olympus medical system corp. (Omsc) was informed that during unidentified procedure snares from 2 boxes failed to open properly within the distal cap on the scope. The doctor used a snare from further box and completed the procedure. There was no report of pt injury regarding this report but the procedure time was extended slightly.

Manufacturer narrative:
The subject devices have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The device instruction manual described inspection of operation that "operate the slider back and forth and confirm that the snare loop extends and retracts smoothly." A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00250.